Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: manufacturing files were reviewed and no anomalies were found. The stryker rep reported that the surgeon desired to reposition the screw and the patient had very hard bone quality. Conclusion: the probable root cause to the tulip separation is the patient's hard bone quality.

Event description:
It was reported that; while trying to remove a screw the shaft stripped and the tulip head broke off.

Event description:
It was reported that; while trying to remove a screw the shaft stripped and the tulip head broke off.